Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that smoke appeared from the console.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: it was reported by the sales rep (B)(4), the console started smoking and popping. The failure identified in the investigation is consistent with the complaint record. The root cause is the rf board. (B)(4).

Event description:
It was reported that smoke appeared from the console.